Manufacturer narrative:
(B)(4). A service history review revealed that this device was not previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in prgoress through (B)(4).

Manufacturer narrative:
(B)(4). The reported condition was confirmed, but not duplicated. The assignable cause was a damaged blue visor on channel c. The channel c pumphead module has been replaced. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a broken blue clamp on channel c. It is unknown when this event occurred. The facility representative stated that there were no reports of patient injury or medical intervention. During the product evaluation at baxter, it was discovered that there was a failure on channel c that occurred during infusion which caused an interruption during delivery. No additional information is available. The user interface module master software version is 5.04.00, categorized as unremediated.